Event description:
During a routine cataract extraction procedure, the surgeon reportedly experienced a corneal burn in the pt's operative eye. The incision required one unanticipated suture to close.

Manufacturer narrative:
Evaluation summary: the phacoemulsification machine and handpieces were tested and examined at the customer location by an amo service technician. The system was found to be operating within the specification for the device. The service technician was not able to reproduce the conditions reportedly experienced by the surgeon.